Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted blood visible on the stent implant and on the balloon. There was contrast in the inflation lumen and on the shaft. This is consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated 18.3 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was stretched at the separation. There were two bends in the hypotube 2 cm distal and 1 cm proximal to the separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it was reported force was used as resistance was encountered during advancement in the rhv resulting in the shaft kinking and ultimately separating. It should be noted the promus instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is possible the rhv was not completely open during advancement of the sds, contributing to the resistance; however this could not be confirmed. Factors that can contribute to difficulty to position through the rhv include, but are not limited to, damage to the stent implant, product size selection, damage to the sds or accessory devices, or the rhv not being fully open at the time of insertion. The rhv used during the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. A conclusive cause for the reported difficulty of advancing the sds through the rhv could not be determined; however the kink and hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position, kinks, or hypotube separations for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. During advancement of the promus stent delivery system (sds) into the rotating hemostatic valve (rhv), resistance was noted; therefore, force was used to advance the sds, and the proximal shaft kinked, and separated. The device was removed, and another promus was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.